Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified vessel in the medial left coronary artery (lca). Pre-dilatation was performed with various non-compliant and cutting balloons. The 4.0x23mm xience pros stent delivery system (sds) had resistance with the anatomy during advancement but was successfully advanced, however, when attempting to press the stent balloon against the vessel wall using an inflator, it was noticed that the contrast agent escaped from the tip of the balloon and no pressure could be built up. The device was not soaked but was prepared (air aspiration) outside the anatomy prior to use. The sds was attempted to be removed but had resistance with the anatomy and the stent slipped off the system and remained in front of the stenosis. The stent was then dilated with a new balloon in front of the stenosis so that it rested against the vessel wall. During this process, the patient had significant st elevations and the intensive care unit (ICU) was informed. There was no myocardial infarction diagnosed based upon the electrocardiogram (EKG/EKG). The patient stabilized again and a new stent was placed through the first stent to the target lesion and completed the procedure. The patient had no subsequent problems and was taken to the normal ward overnight as standard procedure and discharged the next day. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture and device dislodged or dislocated was confirmed. The reported difficult to advance and difficult to remove could not be tested as they were based on operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure; however, the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, the reported foreign body in patient is due to a stent dislodgement within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: medical problem device code 2017 removed d4: part and lot number updated.

Event description:
It was reported that the procedure was to treat a heavily calcified vessel in the medial left coronary artery (lca). Pre-dilatation was performed with various non-compliant and cutting balloons. The 4.0x23mm xience pros stent delivery system (sds) had resistance with the anatomy during advancement but was successfully advanced, however, when attempting to press the stent balloon against the vessel wall using an inflator, it was noticed that the contrast agent escaped from the tip of the balloon and no pressure could be built up. The device was not soaked but was prepared (air aspiration) outside the anatomy prior to use. The sds was attempted to be removed but had resistance with the anatomy and the stent slipped off the system and remained in front of the stenosis. The stent was then dilated with a new balloon in front of the stenosis so that it rested against the vessel wall. During this process, the patient had significant st elevations and the intensive care unit (ICU) was informed. There was no myocardial infarction diagnosed based upon the electrocardiogram (EKG/EKG). The patient stabilized again and a new stent was placed through the first stent to the target lesion and completed the procedure. The patient had no subsequent problems and was taken to the normal ward overnight as standard procedure and discharged the next day. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the device is a 4.0x23mm xience proa stent delivery system (sds). The lot # is 0051861. No additional information was provided.